Manufacturer narrative:
Exact date unknown, event occurred at the year of 2019.

Event description:
It was reported that the patient underwent a pocket revision due to an unknown reason. No further information could be obtained despite good faith efforts.